Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail itself was not possible because it was not provided. The provided x-rays and surgeon notes indicate that the nail broke after approx. One year after the implantation in its proximal hole, where the lag screw is placed. The surgeon reported that he suspected an osteoporosis of the treated femur. The long implantation time indicated that most likely the femur fracture was not healed and all postoperatively load was supplied to the implants. The IFU defines osteoporosis and non-unions as adverse effects that can lead to implant failures like breakages. Based on the given information and the fact that the DHR was found within specification a manufacturer related issue can be excluded. Most likely the nail broke due to patient conditions (osteoporosis, non-union). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Long gamma 3 nail broke. Lot and reference are unknown as the nail is still implanted. Further information are requested.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Long gamma 3 nail broke. Lot and reference are unknown as the nail is still implanted. Further information are requested.